Manufacturer narrative:
Unit has not been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
(B)(6) healthcare customer services was contacted by a patient from hospital. Patient told, that when he had filled his portable device from df 30l dualfill device, the device remained leaking oxygen. Patient tried to stop leakage by attaching portable device back to df 30. This caused severe cold burns on patient's both hands and on his right leg.currently it is not possible to get device in question back to (B)(6) site as patient is still at hospital. As soon as device has been sent to (B)(6) site at (B)(6), it will be sent to chart for evaluation.

Event description:
Device was returned for evaluation. The unit in question is within all manufacturers' specifications. The alleged incident reported could not be duplicated.